Event description:
It was reported that the subject device experienced image error and image interference. The issue occurred during the minimally invasive therapeutic surgery procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: the video cable is broken, the fiber bonding in the outer tube area (distal end) is damaged and the protector of the video cable section is cut. A definitive root cause could not be identified. However, based on the results of the investigation, the broken video cable likely led to the stripes in image to occur. A definitive root cause could not be identified for the broken video cable, the damaged fiber bonding in the outer tube area (distal end), and the protector of the video cable section being cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image error and image interference. The issue occurred during the minimally invasive therapeutic surgery procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.